Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving lioresal, lot number cf0094a, concentration 500mcg/ml at 27.01mcg/day via an implantable pump. The indication for use was intractable spasticity. The healthcare provider reported a motor stall was seen at initial interrogation. The patient recently had an MRI. The MRI was not done due to a suspected problem with the device or therapy. The healthcare provider read the logs and the motor stall recovery had not yet occurred. The healthcare provider checked the logs again and reviewed that on (B)(6) 2017 @ 11:21 a motor stall occurred and (B)(6) 2017 @ 12:22 a motor stall recovery had occurred. There were no patient symptoms reported and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.